Manufacturer narrative:
The patients leads are no longer reportable. The alleged issue is due to the patients ipg and not the patients leads.

Event description:
Additional information received indicated that the patient's system was explanted due to an infection at the ipg site, not at the lead site.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2022-19006. Related manufacturer reference number 1627487-2022-07124. The patient reportedly had their lumbar ipg explanted due to an infection.